Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01051, 3005168196-2021-01052.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400s (pc400s), a penumbra coil 400 detachment handle (handle), and a non-penumbra microcatheter. During the procedure, while attempting to detach a pc400 using the handle, the coil alignment zone separated but the coil did not detach. It was reported that the click of the handle was not audible. The physician then made another attempt to detach the pc400 using the handle; however, the pusher assembly of the pc400 became stuck in the handle. Therefore, the physician manually detached the pc400. Next, the physician successfully detached another pc400 in the target vessel using another handle. Then, while attempting to advance the next pc400 through the microcatheter, the pc400 unintentionally detached and became stuck in the microcatheter. Therefore, the microcatheter containing the detached pc400 was removed from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.